Event description:
It was reported to boston scientific corporation that a trapezoid rx basket was used in the common bile duct during a biliary lithotripsy procedure performed on (B)(6) 2022. During the procedure, the handle and the sheath detached completely from the device. Another trapezoid basket was used to complete the procedure. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Device code: (B)(4). The device has been received for analysis. Upon completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a trapezoid rx basket was used in the common bile duct during a biliary lithotripsy procedure performed on (B)(6) 2022. During the procedure, the handle and the sheath detached completely from the device. Another trapezoid basket was used to complete the procedure. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: device code a0501 captures the reportable event of handle detachment. Block h10: the returned trapezoid rx basket was analyzed, and a visual evaluation noted that the sheath was detached from the heat shrink and it was buckled. The sidecar rx was pushed back out of specification. Functional inspection was performed and found the basket could not be extended due to the detachment of the sheath. The handle wasn't detached. Therefore the reported complaint of "sheath break" is confirmed and the reported complaint of "handle detached" is not confirmed. Based on all available information, it is most likely that during the opening of the basket the device presented difficulties or resistance that may have been caused by anatomical factors, the technique applied, and/or some support device. Once the device presented these difficulties, the user may have applied some force on the handle causing a tough movement within the heat shrink and the sheath. This lead to buckling and detaching of the sheath. It is possible that the push back of the sidecar rx maybe related to the same tough movement. Therefore, the most probable root cause is adverse event related to procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.